Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on december 13, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site and subsequently the patient was prescribed antibiotics (date and duration unknown). The implanted device remains.